Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was not returned for evaluation. A transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5214673) was returned. A visual inspection was performed and no defects were found. Functional testing was performed and there was no failure detected. The reported event of an intermittent out of range was not confirmed. A root cause could not be determined.